Manufacturer narrative:
Batch review performed on 24 september 2018. Lot 132352: (B)(4) items manufactured and released on 04 september 2013, expiration date: 2018-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Preliminary investigation performed on 31 august 2018 by r&d product manager: from preliminary investigation, no particular signs can be highlighted. Hydroxyapatite layer seems absorbed during implantation time, however, no bone residual is visible on the stem after extraction, which is in line with the loosening diagnosis. Visual inspection performed by r&d product manager on 24 september 2018: no particular signs can be highlighted. Hydroxyapatite layer seems absorbed during implantation time, however, no bone residual is visible on the stem after extraction, which is in line with the loosening diagnosis. Visual investigation in line with image preliminary investigation.

Event description:
The patient had a loose stem that needed to be revised. The stem was removed and a quadra c was implanted 4 years after the primary surgery.